Event description:
Procedure: intra-uterine surgery for meningomyelocoele. According to the reporter: on (B)(6) 2013, covidien sales rep was called to the hospital during a case. The instrument had been fired and did not work properly. The surgeon stated that there was an issue disengaging the stapler from tissue after firing and there was not a clean transaction of tissue from the knife blade during firing. Incident required that a felt patch be used on the uterus and additional suture be placed in the abdomen. The mother lost a significant amount of blood and the fetus lost heartbeat. It was reported that the fetus was not expected to survive. The remainder of the pregnancy was stated to be at increased risk and the surgeon stated that the premature delivery was likely due to damage of membrane from stapler misfire. Unanticipated maternal blood loss of more than 500cc and surgical time was extended by more than 30 minutes. On (B)(6) 2015, covidien was informed by the surgeon of the fetal death. The mother is reported to be in stable condition, recovering.

Manufacturer narrative:
(B)(4).